Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the impaction phase of the definitive cup. The pinnacle impaction handle broke in two. No patient injury. Was surgery delayed due to the reported event? No. Was procedure successfully completed? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was reviewed and failure mode confirmed of the end cap shearing off. Root cause attributed to the device being worn from normal use and servicing. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.